Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to intermittent ventricular oversensing was observed. The patient was asymptomatic. Further testing and lead replacement were recommended. The patient was stable and will be monitored.

Event description:
New information received indicates that another instance of oversensing due to lead noise was observed. The patient had not experienced any symptoms. Programming changes were recommended.